Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's legal representative reported via mail that the customer experienced high blood glucose over 500 mg/dl and was taken to an emergency room. It was stated there was both an overdelivery and underdelivery of insulin. The device will not be returned for analysis.